Event description:
A physician successfully positioned and deployed an xact stent into the left internal carotid artery/common carotid artery. The pt had right hand weakness which was transient and resolved. No neurological deficit was reported on 09/06/2006. The pt was discharged from the hospital in 2006. This event was adjudicated to a stroke: ipsilateral, ischemic; minor: embolic.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.